Manufacturer narrative:
Section a is unknown and e.1 initial reporter name is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of two reports. This report represents the pump. Another report was submitted for the automated impella controller. Refer to section h.10 for the related report number.

Event description:
It was reported that after set up and insertion, the console indicated "optical signal system error". It is noted that they were advised to remove and replace the catheter and use another automated impella controller for this case. There was no reported patient harm.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump was not returned for investigation. Optical sensor issue: since the pump wasn't returned for investigation and data log review was inconclusive, the cause of the optical sensor issue could not be determined. Device history review: the device passed all the post sterile inspection checks.